Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the pouch was torn, was any piece of the pouch separated from the device? If yes, did any piece or pieces fall into the patient? If yes, were they retrieved? If yes, will they be returned with the device for analysis? Please also clarify how the bottom of the pouch was not "formed right"?

Event description:
It was reported that at the end of a laparoscopic cholecystectomy procedure, the bottom of the pouch was not formed right and when the surgeon started to pull the pouch out of the patient it tore and the gall bladder fell out inside the patient. The surgeon used forceps to remove the gall bladder. It was also noted that a small strand of suture was still in the patient and could not be found. The procedure was completed with no patient consequences reported.